Manufacturer narrative:
The reported event of a pressure registration issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One pressurewire aeris was returned for analysis. Functional testing could not be performed due to the condition of the returned pressurewire. Microscopic inspection revealed a dried salt/fiber-like substance was stuck inside the covering of the sensor element, which could affect wire functionality. It was also not possible to remove the dried salt/fiber-like substance without compromising results from further signal testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported pressure registration issue remains unknown.

Event description:
Related MFR number: 3008452825-2020-00712. During preparation for a coronary flow assessment procedure, while the patient was prepped, the tip of the guidewire was shaped, however when introducing the device, the guidewire was unable to be equalized. The device was replaced, but the same issue occurred. The procedure was cancelled due to this issue. There were no adverse patient consequences due to this event.